Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a burr detachment occurred. The 90% stenotic, de novo lesion was located in the severely tortuous and moderately calcified ostium of the left anterior descending artery. The physician advanced the 1.25mm rotablator rotalink burr to the lesion and after two or three passes the burr would not rotate properly and became stuck in the lesion. The burr detached from the catheter and was retrieved with a snare. The procedure was completed with a different device. No complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluation: the rotablator plus unit was returned connected together, with the burr missing from the unit. Microscopic examination of the coil revealed that the coil was stretched and damaged where the burr was detached. The unit could not be was wet tested due to the detached burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a burr detachment occurred. The 90% stenotic, de novo lesion was located in the severely tortuous and moderately calcified ostium of the left anterior descending artery. The physician advanced the 1.25mm rotablator rotalink burr to the lesion and after two or three passes the burr would not rotate properly and became stuck in the lesion. The burr detached from the catheter and was retrieved with a snare. The procedure was completed with a different device. No complications were reported and the patient's status is fine.